Event description:
In situ measurements revealed affected channels. No specific trauma or accident was reported. A few days prior to a follow-up appointment in (B)(6) 2019 the user was not as responsive as usual. Until then the parents had not really noticed a change in hearing performance with the device. At activation the user would respond to noise and verbal commands. The user was re-implanted with a device from another manufacturer. The explanted device will not be returned.